Event description:
It was reported that the right ventricular (rv) lead threshold and impedance had gradually increased. The lead will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. There were no anomalies found. A d354trg implantable cardioverter defibrillator (ICD). A 5076 implantable pacing lead, (B)(6) 2007. A 4194 implantable pacing lead, (B)(6) 2007.   (B)(4).